Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, hard disk and installed the software. After replacement of the flexvision pc, hard disk and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up as it would get stuck when the counter reaches 00:00. Device was not in clinical use at the time of the reported event. No harm was reported. Philips has started an investigation of this complaint.